Event description:
Caller reported advantage system blood glucose result of 236 mg/dl, professional system result of 102 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results of 225 mg/dl on his system, 119 on one professional system, and 223 mg/dl on a second professional within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Pt was revised to address a fractured ceramic head.